Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump powered off without user input. There was no known patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the customer reported 'powers off without user input' which was verified through a review of the event history by the multiple presence of 'improper shutdown!' Messages. The cause was determined to be a failed rear case after the device failed to power on during testing. The rear case was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted. The device was received, and an evaluation is complete. Evaluation included a visual assessment as well as functional testing. During evaluation the device alarmed system error 345. The cause was identified to be an out of specification downstream thermistor reading. The force sensor was replaced to correct the condition. Should additional relevant information become available, a supplemental report will be submitted.